Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used a during a procedure performed on (B)(6) 2025. It was reported that the speedband superview super 7 did not release the bands. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.